Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a system displayed a loose tip message and did not have any phacoemulsification before a procedure. There was no patient involved.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phacoemulsification (phaco) handpiece was returned for evaluation. The handpiece was manufactured on december 1, 2006. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece revealed broken connector wire rope. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated infiniti system and attempted to be tuned. The returned handpiece could not tune and caused the system to generate a system message (sm) during the handpiece tuning process. The returned handpiece was disassembled and inspected. Water was found around the crystals inside the returned handpiece. No additional test was performed. The reported event ¿loose tip¿ event could not be confirmed. Therefore, the root cause of the reported event cannot be determined conclusively. The reported event of handpiece could not generate phaco could not be confirmed. Therefore, the root cause of the reported event cannot be determined conclusively. The cause of the observed sm can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).